Manufacturer narrative:
(B)(4). Updated: b4, b5, d4, g3, h1, h2, h3, h4, h6, h10. Reported event was confirmed due to the x-rays showing that here is a fracture through the distal intramedullary rod of the humeral component with resultant angulation. The radius appears laterally dislocated with respect to the humerus. There is a moderate amount of soft tissue swelling. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the implant is fractured. Device was submitted for further analysis. Analysis determined the humeral assembly sample showed that its fracture surface consisted of excessive smearing and biological debris that obscured fracture artifacts to identify the mode of failure. However, a small non-smeared region on the fracture surface showed evidence of fine ductile dimples, suggesting that the device suspected to have fractured due to overload. Crack initiation site couldn't be identified on the fracture surface of the device due to excessive smearing throughout. The results of the original investigation have not been changed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2011. Medical product: catalog #: 32-8105-093-02, ulna assy plasma lng xsml rt, lot # 61591751. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient heard a cracking sound. There was no accident or trauma involved. The initial implant was implanted approximately 10 years ago. The revision surgery planned, but not conducted. Attempts have been made and there is no further information at this time.